Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer inspected the station to verify the reported issue. The rear interface leds indicated no communication with moab. An fse discovered that the retractor band had disconnected from the drawer interface cob and reseated it, subsequently testing the operation in the hardware testing application diagnostics and application, with no further issues noted. The operation was tested in both the application and the hardware testing application diagnostics, with no issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device not detected on bus and unable to open the drawer. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.